Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, immediately after the hemopro was plugged in, the jaws glowed red and started to burn. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the two extension cables in question. Please refer to 2242352-2013-00738 for the hemopro device used in this case.

Manufacturer narrative:
The devices have not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the devices. A supplemental report will be submitted if the devices are received. (B)(4).